Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope exhibited foreign material in the water channel. The event was observed during reprocessing of the device. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use which state: "IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection; IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device